Manufacturer narrative:
The device was received for testing on 12/14/2012. Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the user interface controller 2 (uic2) bbram hardware. (B)(4).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).

Event description:
The customer contact reported a white screen error. The pump was returned to the biomedical department with an unsigned note that stated, "white screen." No tracking information was provided; therefore, event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, after the device was powered on the device alarmed software error with a white screen. Though requested, no additional information was provided.